Event description:
It was reported to the manufacturer by the end user, per the end user, the staff was lifting the resident when the lift gave way and the resident was dropped back into the chair. The facility states the issue was either the sling or lift that gave way but since this was an incident they're required to have the lift inspected. The resident was taken to the ER for evaluation and all test/scan were negative. The resident did not sustain any injuries. Upon speaking to the facility, it was discovered that the strap on the sling broke and the resident dropped back into the wheelchair. Through a picture submitted by the facility, it appears that the sling is a non-hoyer sling. (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.